Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant after inserting this right atrial (ra) lead high thresholds were noted. Repositioning the ra lead was attempted but the pacing thresholds did not improve. The helix of this ra lead was unable to be extended after ten turns and then an additional thirty turns. A stylet was attempted to be used, but the helix would still not fully extend. The ra lead dislodged while providing stimulation and after more attempts to position the lead with the helix not working as intended a new lead was used. This lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Laboratory analysis could not confirm the allegation of a dislodgement or pacing thresholds issue as the lead tip and helix were intact.